Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: the customer reports that the catheter was inserted to a 10 month old female pt and few days after the catheter broke at the funnel. No clinical consequence or injury reported, the pt is fine.